Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump (B)(6) and two (2) controllers (con405279, con406359) were not returned for evaluation. Log file analysis revealed that con405279 was the patient's primary controller in use during the reported event. Log file analysis associated with con405279 revealed one (1) controller fault alarm was logged on 13/dec/2023 at 10:53:31, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 13/dec/2023 at 11:36:54, due to a physical disconnection of the driveline from the controller during the reported controller exchange. Log file analysis revealed that con406359 was the backup controller. Log file analysis associated with con406359 revealed one (1) controller power up with an associated motor start event was logged on 13/dec/2023 at 12:55:23. Review of the event log file revealed that, prior to the power up event, the controller last had power on 07/oct/2021. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Following the power up, one (1) vad disconnect alarm was logged at 12:55:29, likely due to troubleshooting during the controller exchange. Four (4) electrical fault alarms were logged on at 13:44:27, 13:46:41, 13:47:05 and 13:48:23, due to an open phase in the rear stator, resulting in the pump running on the front stator only. One (1) electrical fault alarm was logged at 13:49:33 and one (1) vad stopped alarm was logged at 13:51:08, due to an open phase in the front stator, resulting in the pump running on the rear stator only. Furthermore, several reactivation events were logged between 13:44:23 and 13:49:37. Two (2) vad stopped alarms were logged at 13:51:31 and at 13:53:10, indicating that the rear stator was not connected and that the pump failed to restart after multiple attempts; which then resulted in a motor start event recorded on 13/dec/2023 at 13:51:30, in which the motor start parameters were atypical. A subsequent vad disconnect alarm was logged at 13:53:16, due to a physical disconnection of the driveline from the controller, likely during troubleshooting of the alarms. The alarm was followed by a successful motor start logged at 13:55:46. One (1) additional vad disconnect alarm was then logged on 14/dec/2024 at 15:46:03, due to a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, reactivation events, and vad stopped alarms due to an open phase and the rear stator not connected can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. Based on the available information, the most likely root cause of the vad disconnects can be attributed to troubleshooting of the alarms and/or to the controller exchange. The most likely root cause of the additional vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: controller 2.0 con405279 h3: yes controller 2.0 con406359 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-dec-2018 h5: no d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: con406359 UDI #: (B)(4). D9: no .h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-apr-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life. The controller was exchanged, and the alarm resolved. Shortly afterwards, the controller exhibited an electrical fault alarm. In the commotion, the caregiver disconnected the driveline and had difficulty reconnecting it. It was estimated that the ventricular assist device (vad) was off for approximately three to five minutes before a successful reconnection was made. The patient was transported to the healthcare facility, and another controller exchanged was performed. Review review of log file data also revealed a failed motor start event and a motor start event with parameters above the typical range. The vad remains in use. No patient complications have been reported as a result of this event.